Manufacturer narrative:
Visual inspection of driver confirmed the customer-reported stripped potentiometer cover torx screw. The root cause of the screw damage could not be conclusively determined; however, this damage can possibly occur due to improper use (using the incorrect tool to remove or insert the screw). A specialized tool, the l torx wrench which is designed to avoid the center tip on the head screw, is provided with the freedom driver toolkit to remove and screw in the potentiometer cover torx screw. F-900013-en, freedom driver system operator manual for us, describes instructions for adjusting the beat rate of the freedom driver in section 7.7. The labeling states, "unscrew the setting dial cover on the back of the driver by using the l torx wrench." If this tool was not used to insert or remove the screw, it is likely that the torx screw would be damaged when adjusted with an improper tool. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the screw head on the freedom driver beat rate cover screw was stripped and the cover could not be removed to adjust the beat rate.